Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Final analysis of visual and x-ray examinations found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during implant procedure, the patient right ventricular lead exhibited helix rotation issues. The lead was not used and another lead was implanted on 12 aug 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not yet received.